Manufacturer narrative:
Eval summary: knee registry form, original and revision surgery operative notes were received with the complaint. Surgeon comments contained within the revision surgery notes state "of note, this procedure will be appropriately coded as an unrelated great toe infection on the same extremity that developed after his tks and was treated by toe nail debridement by the pt's podiatrist." The revised articulating surface was not returned for eval. There are no indications of product contribution to the reported issue. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to infection.